Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed to change the battery before and after a battery change. Customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting found that the pump self test did not pass. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low levels alarm during testing however, hardware low levels alarm is located in the formatted history file due to cold solder joints at connector of the keypad assembly. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage and unloaded voltage display at the power management graph. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. The insulin pump received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.